Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 ¿ section h2, if follow-up, what type? Of supplemental medwatch report 001 stated: correction & device evaluation section h2, if follow-up, what type? Of supplemental medwatch report 001 should have stated: correction & additional information.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01201-000 section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english section d4, expiration date, of the initial medwatch report stated: blank section d4, expiration date, of the initial medwatch report should have stated: 06/13/2022 section d4, UDI #, of the initial medwatch report stated: (B)(6). Section d4, UDI #, of the initial medwatch report should have stated: (B)(6). New information for supplemental medwatch report 001 -- h6: the initial reporter was advised to contact the agency managing the government stockpile to begin the RMA (return merchandise authorization) process. The reporter advised ventec that he would contact his representative at the agency for assistance. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.